Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. During the revision procedure, the device set screw was unable to be tightened and the set screw was found to be contaminated with a piece of plastic. The lead was repositioned and the device was explanted and replaced on oct 6, 2025. No adverse patient consequences were reported.